Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder out of phase. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge